Manufacturer narrative:
The insulin pump had no audio on alarms due to broken black wire of transducer. However, the device passed with operating currents within specification. The device passed the a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The device was received with cracked case at display window corners and a scratched display screen.

Event description:
Customer reported that the insulin pump does not alarm as it should. The blood glucose reading was 105 mg/dl. The alert type was set to vibrate. The settings were adjusted so that the insulin pump would give a tone but the insulin pump did not beep during the selftest. Nothing further was reported.